Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 10-aug-2017. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. White particles were observed on the outer surface of the band shell and ring. Needle marks were observed on the port septum. Scratches were observed on the port. A fill inspection test was performed and noted no blockage. A leak test was performed and leakage was observed from the lap-band shell, near the buckle end. Under microscopic analysis, the band tubing and port tubing were noted to have a surgical end cut, consistent with device removal. The opening observed during the leak test on the band shell was noted to be striated.

Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 04/11/2017. Apollo has received the device and evaluation is in progress. Visual examination may determine the connector type associated with this event, however currently it remains unknown. Device labeling addresses the reported event as follows: adverse events: insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be appropriate. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated.

Event description:
Reported as: a patient with the lap-band system was reported to have "lap-band intolerance - large pouch - band removal. Difficulties with solids. Barium swallow showing large pouch."